Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room after experiencing syncope and a fall. Right ventricular loss of capture and high thresholds were observed. Reprogramming was performed and is pending further review by the health care professional. Additional information is being requested from the field. The lead remains in service. No additional adverse patient effects were reported.